Event description:
It was reported that after the iab was inserted in the patient post-CABG, blood was seen entering the helim tubing. Examination revealed that the catheter's inner lumen had fractured.. Therefore, the iab was removed without any complications.